Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report states that blue insulation on the device cracked after some time of use and that some parts fell into the pt cavity. All pieces were retrieved and there was no pt injury.